Event description:
It was reported that malfunction alarm occurred on pump with no notable events prior to issue and that customer¿s blood glucose level did not experience harmful change. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, changed cartridge and infusion set, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction returned.